Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician attempted to pre-dilate a highly calcified, mildly tortuous, 90% stenosed lesion located in the posterolateral branch with a 2.5x8mm quantum maverick mr balloon catheter. The balloon was initially inflated to 12 atms with no problems. During the second inflation to 10 atms, it was noted that blood leaked inside the balloon. When the balloon was examined outside the patient, a rupture was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is listed as "good."

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The manufacturing records for this batch were reviewed, and no issues or discrepancies were found. The records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause for this event is operational context.